Manufacturer narrative:
The insulin pump received with constant a39 alarm followed by unexpected off no power alarm, problem isolated to the mother board. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test due to a39 alarm.

Event description:
The customer reported via phone call that insulin pump had spi to motor pic communication error. Customer's blood glucose value was unknown at the time of incident. Customer was able to clear the alarm and able to complete rewind. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.